Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery and power management board. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The power management board could not be evaluated due to improper packaging.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues.